Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. They found the power supply slightly out of voltage. They adjusted to proper voltage. The issue was resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system is stuck in stand alone mode and cannot shoot x-ray. No patient present no delay. The site was unable to troubleshoot the issue at the time of the event.